Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "during the bha, the surgeon could not lock the locking ring into the metal shell. Because the shell side pe was deformed. Therefore, he fixed the deformed pe with a elevatorium and locked the locking ring into the shell."